Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as a rash. There was no alleged device malfunction contributing to the irritation. The patient's nurse recommended removal of the patch due to the skin irritation. Patient reported that the irritation is getting better.